Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Utilized for patient's abnormal motor sensory. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(6) presented abnormal motor sensory. Patient had an adverse event of a motor vehicle accident (mva) on an unknown date. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported event and implant. It was reported that this event occurred after a motor vehicle accident. This does not meet the criteria for an MDR reportable event, therefore this tree will be voided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported event and implant. It was reported that this event occurred after a motor vehicle accident. This does not meet the criteria for an MDR reportable event, therefore this tree will be voided.